Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failures. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed based on the field evaluation, but not failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the vision system (vs) integrated electrosurgical unit (iesu) generator was not working and had a u-04 error. The site rebooted the iesu multiple times and continued to experience faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer unplug the iesu for 15 seconds reboot the iesu and noted a c-00 error. The site continued using 3rd party generator. The procedure was completed with no reported injury.